Event description:
Information was received from a consumer and a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving an unknown concentration of dilaudid at 0.2497 mg/day via an implantable pump for non-malignant pain. It was reported that on wednesday, (B)(6) 2016, the patient had a sudden return of pain. The patient had cold sweats for 2-3 days and those had gotten better. It was stated that the patient's doctor was off this week and the patient was waiting to hear back from the office. It was later reported on (B)(6) 2016 that the patient had increased pain, nausea, and was queasy. It was stated by the patient that the pump had flipped at the patient's first refill. It was noted that the patient had an increase on (B)(6) 2016. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. The patient was noted to have had three increase of dosage and was scheduled for a refill on (B)(6) 2016. The patient's pain clinic was calling the patient to follow up. It was noted that the date of the patient's implant was (B)(6) 2016. The patient was noted to be "alive-no injury". No surgical intervention occurred and none was planned. It was later reported on (B)(6) 2016 that the date of the patient's initial pump flip was unknown. It was also unknown what was done to verify the flipped pump or if it was confirmed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.